Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the lead had shown a decrease in pacing impedance and an increase in capture threshold. Follow-up with the physician's office found that the lead has been re-evaluated, and they do not think there is a problem. No changes have been made. It was further reported that the right ventricular (rv) lead had been explanted and replaced approximately four years after being implanted. No patient complications have been reported as a result of this event.